Event description:
It was reported that within a few days of implant, the patient was in the intensive care unit with an rv (right ventricular) lead perforation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-53, lead, implanted: (B)(6) 2014. (B)(4).